Manufacturer narrative:
This is the final report.

Event description:
The patient reported, pain in the lower back area. The physician administered a trigger point injection of lidocaine. The patient is reportedly doing well.